Event description:
It was reported the patient experienced a pinching sensation on the side of the neck, and the leads appeared superficial. As a result, surgical intervention was undertaken on (B)(6) 2014 to reposition the lead away from the nerve root and bury the leads deeper. The patient reported feeling 'comfortable' post-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.